Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's son that the implantable pulse generator (ipg) may not be working properly. They were requesting someone to come and do a device check. The ipg remains in use. No patient complications have been reported as a result of this event.